Event description:
A patient implanted with edwards aortic and mitral bioprosthetic valves received implant of transcatheter bioprosthetic valves through the existing valves due to stenosis and insufficiency. This report will address the aortic valve. It was identified, through review of source documentation provided, that preoperative catheterization demonstrated severe aortic valve stenosis with a mean gradient across the aortic valve of 37 mmhg and severe aortic insufficiency. Patient underwent successful implantation of a transcatheter bioprosthetic valve with only trivial central aortic insufficiency at the end of the procedure. Patient is reported as doing well following the procedure.

Manufacturer narrative:
(B)(4). Report of edwards aortic bioprosthetic valve being explanted due to stenosis and insufficiency. Patient was treated via tavr and is reported in stable condition. Bioprosthetic valve stenosis and insufficiency are caused by many potential factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant/replacement and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. This patient has a documented history of hypertension, diabetes mellitus, pulmonary hypertension and chronic obstructive pulmonary disease; all of which could have caused or contributed to the reoperation of this patient. There has been no information to suggest a device quality deficiency related to this event. No further actions are possible with the available information. Of note, this patient also had replacement of an edwards mitral valve. A separate report will be filed for this event; please reference the MDR filed for device serial # (B)(4).